Event description:
The defibrillation system was implanted on (B)(6) 2017 and the patient was discharged from the hospital on the same day. Reportedly, no adverse event was observed during the 1-3 month follow-up study performed on (B)(6) 2017, 6-month follow-up study performed on (B)(6) 2018, 12-month follow-up study performed on (B)(6) 2018 and 18-month follow-up study performed on (B)(6) 2019. On (B)(6) 2019, the patient was admitted to the hospital following the delivery of 2 shock therapies on very fast atrial fibrillation (af). The first shock led the patient to have a ventricular tachycardia. The patient was released from the hospital on 16 july 2019 and the device was re-programmed on (B)(6) 2019. The shocks delivered on the fast af were deemed not device-related by the site, as the device could not discriminate the very fast af. Preliminary analysis revealed that the device behaved as specified.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [(B)(4)- analysis_and_closure_report_(B)(4).pdf]

Event description:
The defibrillation system was implanted on (B)(6) 2017 and the patient was discharged from the hospital on the same day. Reportedly, no adverse event was observed during the 1-3 month follow-up study performed on (B)(6) 2017, 6-month follow-up study performed on (B)(6) 2018, 12-month follow-up study performed on (B)(6) 2018 and 18-month follow-up study performed on (B)(6) 2019. On (B)(6) 2019, the patient was admitted to the hospital following the delivery of 2 shock therapies on very fast atrial fibrillation (af). The first shock led the patient to have a ventricular tachycardia. The patient was released from the hospital on (B)(6) 2019 and the device was re-programmed on (B)(6) 2019. The shocks delivered on the fast af were deemed not device-related by the site, as the device could not discriminate the very fast af. Preliminary analysis revealed that the device behaved as specified.